Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The investigator noticed that there were near empty, and empty alarms in the event history log. Multiple flow and occlusion tests were performed. The empty alarms reported by the customer were not reproduced during testing. The investigator checked the alarm history settings on the pump, and observed that the near empty alarm on the pump was set at 45 minutes. The calibration position was within specification. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the medfusion pump produced an alarm indicating that the syringe was empty. No patient injury or complications were reported in relation to this event.